Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4).

Event description:
The affiliate reported via email that during a rotator cuff repair procedure after the surgeon made a burr hole, the surgeon felt difficulty to insert the reported anchor during rotator cuff repair surgery on (B)(6) 2017. Then, the surgeon noticed that the tip chipped right after the insertion of the anchor. The surgery was completed by using alternative anchor (same article number) at burr hole where the surgeon opened at the different location. There was the anchor tip fragment was remained near the inside of large humeral head of the humerus head, but the surgeon judged to keep the fragment in the body because the material won¿t be harm to the patient. The surgery was delayed by 20 minutes. It was brand new and the first use when the issue occurred.